Event description:
New information received notes that the lead was unable to work due to patient¿s anatomy issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. (B)(4).

Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. The left ventricular lead was not implanted. Another lead was implanted instead. The patient was stable.